Event description:
During an atrial tachycardia procedure, the tip of the sheath fractured when crossing the atrial septum. The sheath was exchanged and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath distal tip had been split. The sheath tubing had been kinked 4.40¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage remains unknown.

Event description:
The stylet was used and the needle was reshaped.